Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on (B)(6) 2012, patient underwent a right tkr and was implanted with the optetrak device in her right knee, including optetrak logic tibial insert made of polyethylene. The (B)(6) 2012 arthroplasty was done correctly and did not deviate from accepted medical custom and practice with regards to the implantation of the optetrak device. Within approximately five years, patient began experiencing swelling and pain in her right knee. As a result, she underwent an MRI, which demonstrated synovial debris consistent with polymeric wear. Patient was diagnosed with particle induced synovitis and advised that she would need to undergo surgical intervention. As a result of the optetrak device failure, patient underwent tkr revision surgery on her right knee on (B)(6) 2018 in which a polyethylene tibial insert exchange was performed. Upon information and belief, the polyethylene insert that was implanted during the (B)(6) 2018 surgery is also under the exactech recall, and therefore, susceptible to early wear which will likely necessitate another revision surgery in the future. Patient experiences daily pain and discomfort in her knees which limits her activities of daily living and impacts her quality of life.

Manufacturer narrative:
H11. ¿ d1. D4. D8. G2. G4. H4. Updated with additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The prosthesis wear reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the tibial insert. However, this cannot be confirmed as the device was not returned for evaluation, and images of the device and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.